Manufacturer narrative:
Correction: please remove device (B)(4) as the product should not have been reported as it has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, a supraventricular tachycardia episode with undersensing of r-waves was observed on stored egms. The r-waves were low but within normal range. Programming changes were recommended. Later, it was discovered that the both right atrial and right ventricular leads were dislodged. This was the second dislodgement event since initial implant. Physician elected to explant the ICD system, and implant a subcutaneous ICD. The patient was stable throughout the event.